Event description:
The customer contact reported an operator error, which resulted in the patient receiving more medication than intended. The pump was programmed to deliver morphine 1 mg/ml in the pca only mode. No further programming parameters were provided. After an unspecified length of time, the vial was changed. The customer contact reported the tubing set was inadvertently left clamped and the device alarmed with an occlusion alarm "several times." A licensed practical nurse silenced the alarm condition an unspecified number of times. At an unspecified time while the nurse was assisting the patient out of bed for a walk, it was noted the tubing was clamped and the nurse unclamped the tubing set. Following the walk, the patient had a "hypotensive event" while being assisted back to bed. The patient was intubated and reportedlly "responded well." The customer contact reported, "the nurse should have released the cradle pressure prior to unclamping the IV tubing" and is "convinced it was a nursing user error." On an unspecified date, the patient expired. The reported cause of death was due to pancreatic cancer. The device was not isolated and remained in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error. The product label states that if there is an alarm for occlusion, "open security door if closed. Remove back pressure by squeezing and releasing the cradle release handles. Identify and correct the cause of the occlusion. Alarm will self correct."